Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after an interventional neurological procedure using a 5f sheath. Reportedly, the device had to be advanced far to get pulsatile flow through the marker lumen. After deploying the plunger, no suture was seen when the needles were pulled back. Another proglide was deployed correctly; however, there was resistance removing the device. Much force was used to remove the proglide yet the suture was placed. Tissue damage was noted and more than pulsatile bleeding was observed, as well as, a hematoma in the groin. The suture was removed and manual compression was held. Hemostasis was achieved with manual compression. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.